Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an av fistula procedure, the clips were crossing and instead of sealing, the device was lacerating the vessel. Another device was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # t94406 investigation summary the analysis results found that the mcm20 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism being jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the anti-backup lever were found to be out of the intended position, jamming the firing mechanism. In addition, 18 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.